Event description:
A 69 year old female diagnosed with neuroendocrine cecum cancer had vital-port placed 9/30/97. She rec'd chemotherapy through the port several times, the last dose was given 4/10/98. At that time she had no complaints and the upper arm vital-port was patent with good blood return. On 5/1, she returned to md's office for chemotherapy. She complained of pain when the port was flushed. No blood return. Vital-port was found to be fractured. It was removed without incident.